Manufacturer narrative:
(B)(4) a visual examination of the complaint device revealed that the needle of the gauge was at 5 psi upon receipt. There were no other defects noted. A functional evaluation was performed, and when the device bulb was squeezed, it would not inflate due to the bleeder valve being open. The bleeder valve was then closed, and the bulb was squeezed while the luer was blocked; the device gauge increased and the device held pressure. The luer was unblocked, and the gauge returned to 5 psi. There were no issues identified with inflation when the bleeder valve was closed. Based on the condition of the returned device, the noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause of this complaint is handling damage. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during an expansion cardia procedure performed in the esophageal stenosis on an unknown date. According to the complainant, during preparation, the device would only inflate " a little". The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Investigation results revealed the gauge was reading 5 psi (reading inaccurately); therefore this is now an MDR reportable event.